Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the doctor stated that the acetabulum was being revised due to a dislocation.